Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage on her right side. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. The patient will undergo surgical intervention at a later date to address this issue.